Event description:
The clinician reports that the day the implant was placed in ada 8, failure occurred upon insertion. Details of surgery: primary stability not achieved. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and inflammation. No further patient complications were reported.